Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 447 mg/dl , 218 mg/dl and 112 mg/dl that were all taken within then minutes on the aviva. No adverse event reported, meter and strips replaced and requested for return.